Manufacturer narrative:
One stage sinus lift with implant placement should be only performed with suitable bone height at the implant site which begins with 4 - 5 mm. As a second surgery was necessary to remove the implant, this event is reportable per 21 cfr part 803. Migration of implant into sinus is not unknown in implantology and generally is not due to a faulty product but rather to planning issues, with regard to availability of bone and position of the sinus membrane. Within the quality process relevant implant measures are checked 100% by quality control.

Event description:
According to the available information, 6 months after placing an implant into the upper jaw the implants moved into the maxillary sinus. In this case only the assumption can be made that initial (primary) stability and/or quantity of bone was too low to allow one stage treatment (augmentation in combination with implant placement).